Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display screen reportedly was scratched and was barely able to be read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2015 with the following findings: the returned battery cap was used to complete testing. The display lens was found to have scratches on it. Unrelated to the complaint, the display screen had a pinkish contrast. Also unrelated to the complaint, the battery compartment was cracked below the bumper pad and corrosion was observed inside. The battery compartment was found to be leaking during a leak test. The pump was opened and there was no further evidence of moisture damage found. The keypad was also found to be peeling up near the ok button. All keypad buttons were found to be responsive to button presses. The keypad cover was removed; there was no contamination found under the key contacts. An inspection also revealed no audible sound to the pump due to a cracked solder joint found at the piezo circuit. The pump was able to power on with audible sound after the cracked piezo solder joint was re-soldered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)